Manufacturer narrative:
The patient has two devices implanted. The initial report contained information for the wrong device. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection cannot be confirmed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg site became red approximately one month following the implant. On (B)(6) 2015, the physician opened the incision and noted pus in the pocket site. A culture was taken. Follow up revealed the patient's scs system was explanted.